Manufacturer narrative:
The reported event was addressed via phone support. The technical support engineer (tse) guided the customer through troubleshooting by removing the endoscope from the arm, canceling the guided tool change, manually rotating the endoscope so the physical orientation matched the orientation selected on the system, and reinstalling the endoscope. After troubleshooting, the customer confirmed they had a normal image and that the camera was moving normally. No site visit was conducted. The system was working properly, and no additional action was required because the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and stated that the surgeon could not turn the camera. The tse confirmed that the endoscope image was inverted. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup.

Event description:
Refer to h11 for follow-up information.